Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00574 and 9616099-2016-00575.

Manufacturer narrative:
(B)(4). (B)(6). This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00574 and 9616099-2016-00575.

Event description:
As reported by the japan smart pms for sfa, after an unspecified time when a 120 150, sfa - 6x150mm smart stent and a 6x100 smart control iliac stent were placed in the middle portion to the distal portion of the femoral artery with unknown stenosis, the periodic survey reported that the following items were entered as "occlusion" on the list; patency, dus, the proximal portion of stenosis psv, and the maximum psv of stenosis. The patient is now under observation, and no treatment was applied."

Manufacturer narrative:
Implant date was updated. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00574 and 9616099-2016-00575. Additional information is pending and will be submitted within 30 days upon receipt.